Manufacturer narrative:
H10: received one used list # unknown, spinning spiros closed male luer; lot # unknown and one used empty 30ml syringe bd. The spin feature was activated and spinning freely. Red drug residuals present within the spiros housing but outside of the fluid path in the area of the spin feature and the male luer threads. No damage or anomalies were seen on the bd syringe. The spiros was removed from the syringe and leak tested. Leakage occurred through the male luer end of the spiros while in the unactivated position. The poppet was found to be stuck down. The spiros was disassembled and the components were evaluated. Molding anomalies were identified on the tip of the poppet. The reported complaint of a leaking spiros can be confirmed. The probable cause is due to an error during the molding process of the poppet. The device history review (DHR) review could not be completed since no list and lot numbers were provided. Additional information in section g1.

Manufacturer narrative:
The device was received for evaluation. Investigation is not yet complete.

Event description:
The event involved a spinning spiros w/red cap that the customer reported leaking an unknown medication on the syringe. The customer reported the leak appears to be coming from the side openings not the connection point on the syringe. The nurse noted the side openings are rough and not smooth as they have been in the past. There was patient involvement, however the customer stated no one was harmed as the result of the event.